Event description:
Device malfunction; stent dislodged and moved forward. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a stenting procedure in the right renal artery, when the herculink plus balloon was inflated to 4-5 atmospheres the stent moved forward off of the balloon remaining on the guide wire. The stent delivery system (sds) was reinserted into the stent and the stent was pulled into the common iliac artery. The sds was removed from the anatomy leaving the stent in the common iliac artery where it was then snared and removed. Another herculink plus stent was successfully implanted. Although an additional 45 minutes was added to the procedure, there was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Off label vascular use. The device was received. Investigation is not complete.